Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Data analysis was requested and confirmed that the device was depleting prematurely. Furthermore, the measure of the battery usage parameter has been increasing abnormally and appeared to be still increasing. Additional information received which indicated that during a routine outpatient checkup, the confirmed remaining battery level was 5 percent. Device replacement was already scheduled. Subsequently, this s-ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Data analysis was requested and confirmed that the device was depleting prematurely. Furthermore, the measure of the battery usage parameter has been increasing abnormally and appeared to be still increasing. Additional information received which indicated that during a routine outpatient checkup, the confirmed remaining battery level was 5 percent. Device replacement was already scheduled. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Data analysis was requested and confirmed that the device was depleting prematurely. Furthermore, the measure of the battery usage parameter has been increasing abnormally and appeared to be still increasing. Additional information received which indicated that during a routine outpatient checkup, the confirmed remaining battery level was 5 percent. Device replacement was already scheduled. Subsequently, this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.